Event description:
It was reported that during a da vinci si cholecystectomy procedure, the surgical staff indicated that the plastic up until the wrist of the permanent cautery hook instrument turned orange and started smoking. At the time the event occurred, the surgeon was in the process of using the hook of the instrument to detach the gallbladder off of the liver. The surgeon had just finished resecting the gallbladder off of the liver. When the instrument was removed, the surgical staff observed that the plastic part of the instrument had melted. The planned surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Intuitive surgical inc. (Isi) has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the surgical staff indicated that the plastic part of the instrument had melted. However, there is no evidence that a patient was harmed or injured because of the reported issue.